Event description:
It was reported that upon power up of the cardiosave intra-aortic balloon pump (iabp) it alarmed with a power up electrical test fail code #14. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Telephone number : (B)(6).

Manufacturer narrative:
Updated fields - e1(site country) h6(type of investigation, investigation findings, investigation conclusions). Additional point of contact : additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The repairs and evaluation have not been performed by getinge fse. H3 other text : the repairs and evaluation have not been performed

Event description:
It was reported that upon power up of the cardiosave intra-aortic balloon pump (iabp) it alarmed with a power up electrical test fail code #14. There was no patient involvement. No adverse event reported.

Manufacturer narrative:
Updated fields - (type of investigation, component code, investigation conclusion, investigation findings). The distributors had performed the repairs and replaced scroll compressor. Pn:d119-00-0236.unit passed all functional and safety test per factory specifications.

Event description:
N/a.